Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 16,320 joules. Add'l info reported by the customer was during set-up the aim test was performed and there were no problems with the fiber aiming beam. No one was harmed during the procedure. The fiber was working just fine, then suddenly the firing became frontal. The physician did not notice this and kept firing the laser, and about a second later the fiber became side-firing again. The physician stopped firing and found a "safe location" in case the firing was frontal again. The same thing happened: frontal firing and then side-firing (about a second later). After the frontal firing it was observed that the aiming beam was frontal too. It appeared like the crystal of the fiber tip was getting out of its place and after a second of firing it returned to its normal position. This occurred while inside of the pt, but did not cause any issues with the pt. No error codes were displayed on the console when this incident occurred.